Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a 2 cc juvéderm® voluma¿ xc injection in the mid face. Patient diagnosed with uterine cancer one month post injection. 6 months later, approximately 2.5 cm "inflamed nodule right malar crease/tear trough" that is tender and swollen developed at the injection site, no drainage. Erythema also noted in this area. Patient feels volume has shifted. Test spot of hylenex to left antebrachial region and observed for 20 min. No reaction noted. Patient denied itching and pain. Injection site examined every 5 min, erythema approximately 2 mm at injection site only, no increase or spread of erythema, no tenderness, no pruritis. Prednisone 20 mg/day x 7 days, then taper with 10 mg x 2 days then d/c and cipro bid x 14 days provided. 3 days later, patient feels volume has shifted. Patient feels it is a little less red and swollen but center firm and tender with more swelling in the morning. "Perrl and aeom intact sclera white." Left tear trough with mild edema and erythema and central 6 mm nodule, firm and tender. Healthcare professional described a possible delayed onset hypersensitivity to juvéderm® voluma¿ xc vs delayed abscess brought on by suppressed immune system from recent cancer treatments. Patient prepped with chloraprep and numbed w/ 1% lido w/ epi local. <3 cc of purulent yellow fluid was aspirated and wound was irrigated w/ 27 gauge needle and 5 cc of sterile ns. Area then irrigated w/ 15 units of hylenex. Nodule no longer palpable. Patient tolerated procedure well. The wound was dressed w/ bacitracin and 2 x 2. Patient instructed to keep well covered and to continue cipro and prednisone treatment. A wound "c and s" was sent. The following day,swelling is better and patient feels better with no other symptoms. Symptomatic improvement stable. The next day, patient is improving, but still feels a bump. Patient advised to notify healthcare professional if any signs of infection develop. No change the next day. The following day, patient feels tender and swollen in the morning but better after 10am. No fevers. Minimal to no change. Verbal from culture, no growth, negative. The next day, patient reports "it exploded" and experienced serosanguineous discharge from wound at site where 18 gauge was used to aspirate. Still taking cipro and prednisone. 2 days later, no change, still draining. No fever, visual changes or edema to superior orbit/inferior. Prednisone treatment completed. Patient continues to be tender w/ edema and serosanguinous discharge. 4 more days of cipro treatment remain. Right inferior orbit/tear trough abscess culture was negative while patient was taking cipro. 50 units hylenex and .1 ml of 10mg/1ml ilk injected into central area of induration and cipro was continued. The next day, patient reports continued discharge from serosanguineous to purulent. Area was very tender when first awoke. 800 mg ibuprofen taken with good relief. Patient believes symptoms are getting better. The following day, pain well controlled with motrin. Patient continues to take cipro. Patient feels it is better but still swollen. Inflamed but not warm to touch soft tissue edema noted. Central .3 x .6 cm linear area of induration w/ central spontaneous drainage and on palpation purulent discharge expressed. Infraorbital block for pain and .1 ml of 10 mg/1ml ilk injected in area of induration. The wound dressed w/ 2x2 gauze (patient's glasses hit right where wound is present.) Abscess post incision and drainage with associated inflammation, no cellulitis. Cool compresses applied. Patient advised to avoid manipulation at home and keep covered. The next day, patient's pain was worse. Instructed to use cold compress and return to office. Abscess status remained the same. The following day, pain better but still swollen and draining. No redness, no visual changes and is better. Patient tolerating prescribed medications with the exception of flexeril due to nausea. 3 days later, patient denies fever, chill sweats and malaise. Patient reports more pressure and pain. 2 cultures completed noting no wbc, acid fast stain neg, negative cultures for 24 hours. The next day, patient states pressure has improved and right lower/lateral area feels a little softer. Patient experiencing nausea. Patient is taking cipro, bactrim and hydrocodone, no tramadol. Abscess packing removed and wound was cleaned and repacked. Patient to dry pack bid. Purulent packing strip removed. No pungent odor. Slight to no purulent fluid when drained. Zofran prescription provided. Patient continuing treatment with cipro, bactrim, hydrocodone and zofran. No CT required. The following day, butalbital prescription given. The next day, patient is much improved. Erythema decreased and is softer. Tunnel larger and much cleaner with viable tissue visible. Packing initially just at the entrance to the hole and none in tunneling lateral. Packing removed and packed with clean strip and added marcaine. Healthcare professional stressed and demonstrated the need to pack tunnel laterally to patient. Healthcare professional notes that dirty nugauze was slightly hanging out of patient's right nostril and patient was unaware how it got there. When removed, approximately 3 cm was up inside the nasal vestibule and patient could not say why. The following day, little change was noted. Packing technique was reviewed and important of getting [packing] lateral enough was stressed . Opened slightly laterally for easier access. The next day, overall improvement. Packing tid. Still much exudate on nugauze coming from inferolateral tunnelise. After numbing opened ~5mm more through very thin tissue in the area. Definite granulation nasal side. Also question of fluctuance laterally where area was more indurated and erythematous than before. Aspiration shower purulence. Opened with #15 blade and cultured pus. Packed with nugauze. Still no odor at all. Cxs still negative. The next day, the dressing was changed and packing was improved. Cleaner, but still yellow purulence from larger wound. Softer with very little erythema. The following day, dressing again changed. Patient doing better overall with much less pain. No fever, chills or night sweats. At home patient is still a little timid and feels more comfortable having packing done at the clinic. Right cheek less red and tense. No spontaneous drainage but dressing still purulent. Packing removed and repacked in the afternoon. Patient to pack again that night. The next day, improvement overall. Patient still struggling to pack wound well. Dressing to be changed 3 times a day. Pretty moist with drainage that is purulent. Patient denies fever and chills. Patient continues with cipro and bactrim treatment. Mild erythema and induration remaining in surrounding tissue. Dressing removed, and purulence was noted on the packing. No fluctuance. Upper wound was opened distally to allow for easier packing. Wound was explored, upper and lower wounds do not connect. No drainage from eye or nose. Wound redressed with dry sterile 1/4" packing at upper and lower pole. Covered with dry gauze and paper tape. Patient to continue antibiotics and packing wound with dry gauze as it is still to moist. The following day, patient generally doing better, and feeling well. Abscess improving. Granulation tissue present. Patient to continue packing qid moist on superior inferior dry. Antibiotics discontinued. Couple of unspecified labs given. No CT indicated. The next day, patient is doing better with packing. Strict q6h now. Face comfortable. Very minimal exudate in inferolateral and of larger wound. Lateral wound with no purulence- just slight blood on nugauze. Granulation tissue throughout larger wound and starting to contract. Unable to see inside smaller one would. "Damp to dry larger wound and dry to smaller." Still q6h. Biopsy requested by patient's oncologist. Event likely started with a cyst in medial area of medial wound. Nothing to biopsy, just granulation tissue and inflamed skin edges. Symptoms have not resolved. Event led to permanent damage, "scar and ongoing nodules."